Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the leads were tested with the multi-lead trialing cable (mltc) during procedure. All impedances were normal. After hooking the implantable pulse generator (ipg) to the leads, impedances were checked and were greater than 10,000 ohms on most contacts. They disconnected and reconnected several times and got high impedances but not always on the same contacts. Finally, one lead had all normal impedances and the other was still high. The patient was woken during the procedure to test the lead with normal impedances and they got great coverage. The physician didn't want to replace the leads since the patient got coverage. Since one lead seemed to be working, they chose to move forward with the current ipg. It was unknown if the issue resolved at the time of the report. No surgical intervention occurred or was planned. The patient got great coverage in recovery. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.